Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged during the implant procedure. Attempts to reposition the lead were complicated by helix issues. The lead was removed and replaced with a passive fixation lead. Beside extended procedure time, there were no adverse patient effects.